Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
Patient reported they underwent an initial total hip arthroplasty on (B)(6) 2005. Subsequently, the patient is scheduled to be revised due to a "deposit" by the hip. Patient alleges nerve sensations when bending over. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.there are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿

Event description:
Patient reported they underwent an initial total hip arthroplasty on (B)(6) 2005. Subsequently, the patient reports that a revision procedure has been recommended due to patient allegations of an unknown collection in hip area and nerve sensations when bending over. No revision procedure has been reported to date. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. Additional information received reported that patient underwent a revision procedure on (B)(6) 2016 due to a cyst. During the procedure, the head was removed, and a head and liner were implanted.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. Event will be reported on 0001825034-2015-04702.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, ¿elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-04431 / 04702).

Event description:
Patient reported they underwent an initial total hip arthroplasty on (B)(6) 2005. Subsequently, the patient reports that a revision procedure has been recommended due to patient allegations of an unknown collection in hip area and nerve sensations when bending over. No revision procedure has been reported to date. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.